Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax (device # 2)may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol modified kugel (device #3). The patient's attorney did not make any allegations regarding the implanted bard/davol perfix plug or the bard/davol ventrio. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1). On (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #2) and an unspecified bard/davol perfix plug. On (B)(6) 2011:the patient underwent surgery for implant of an unspecified bard/davol modified kugel hernia patch (device #3). On (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio. The patient is making a claim of an adverse patient outcome against the two (2) 3dmax(device#1 and device#2) and the modified kugel hernia patch (device #3). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿